Manufacturer narrative:
PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a male patient of unknown age was undergoing a stenting procedure of the common iliac artery. After puncturing the brachialis artery, the wire portion of the micropuncture transitionless stiffened cannula access set would not go through the needle and appeared thickened. A second wire from another micropuncture transitionless stiffened cannula access set was used and the procedure was completed. There was no patient adverse effect. Upon preliminary visual inspection of the returned complaint wire on 10/15/2018, it was noted the coils were offset and sharp. Complaint product lot number has not been provided. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information was received from the customer. It was confirmed that the wire was not inserted the wrong way after being removed form the package. The floppy end did not go first, which ensured that the operator had the support they needed to use the device. The wire guide was not manipulated or altered for the procedure. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Additional information was received noting that the complaint device was not an mpis set, but a rcfn performer introducer. Investigation evaluation: a review of the dimensional verification, instructions for use (IFU), manufactures instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the product was not from the mpis set. The wire guide returned was inconsistent with what is provided with the mpis set. Investigation inquired with the customer, which is when the additional information was provided noting the rcfn. The wire guide coils appeared to be clustered and offset at approximately 6.9cm from the distal tip. When advancing the floppy wire guide through the hub of the needle, the wire guide advanced up to the point of the clustered coils and would not go further. An attempt was made to pass the catheter set over the stiff end of the wire guide, however the catheter set was also stopped at the clustered section. The wire guide total length was 25.2cm. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, the steps of the manufacturing instructions listed above indicate possible areas where a pmg-cope-nt wire guide may become offset. The quality control instructions inspect these areas to ensure that the device has been manufactured within specifications. While the exact reason for this occurrence is not clearly defined, based on the customer's testimony and visual examination of the wire guide during the device failure analysis, the complaint is confirmed. With no lot numbers provided, no retraining will be assigned. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could be traced to manufacturing, manufacturing deficiency, and quality control deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.